Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis procedure when the issue occurred. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision images were only displayed for the frame. Review of the system log file showed that the communication with the large screen control pc is no longer possible. The fse replaced the flexvision pc and reinstalled the software. After replacement of the flexvision pc and reinstalled the software., the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura xper fd10/10 system flexvision images were only displayed for the frame. The system was in clinical use at the time of the event. No harm as been reported. The pc was replaced to resolve the issue. Philips has started an investigation of the complaint.